Manufacturer narrative:
(B)(4). The insulin pump received with broken battery tube thread, corroded battery tube, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump was cracking. The customer reported that the pump was damaged, the clip broke and a piece where the top was chipped off as well. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.